Manufacturer narrative:
Technical evaluation: the device was received sterile and the sterile barrier is not compromised. A kink was noticeable at the distal end 0.5cm from the markerband. Conclusion: the defect most likely occurred during the packaging process at penumbra. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. The DHR of this manufacturing lot has been reviewed. A review of the device history record (DHR) was completed on part # 1147-04/a (lot # l12640) and sub-assembly (B)(4) (lot # l12640). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot # l12837) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects during coating inspection. (B)(4). The DHR review of sub-assembly (B)(4) (lot # l12640) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects post hub molding and (B)(4) visual rejects post coating. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.

Event description:
The device was damaged before it was removed from the box.